Event description:
The customer reported an intermittent collimator iris pot error. This error disables x-ray functionality on this system. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was replaced during the service call. The system was tested and found to be working as intended and put back into service.